Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system exhibited diminished pacing impedances, non-obtainable r-waves, and no capture at maximum output. Shock impedance testing was normal at 42 ohms.